Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). MRI tech reports part of the ins is eroded out of the body and is exposed. MRI tech said the erosion is an acute onset. MRI tech said the patient (pt) is "demented, delirious, and a poor historian." Technical services (ts) asked, but MRI tech did not know the managing doctor. Ts was unable to find the pt in drs. Ts reviewed that MRI is not recommended if part of the system is exposed.